Manufacturer narrative:
H6: device code 2017 clarifier - failure to follow steps / instructions. Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle device after a diagnostic cardiac angiography procedure with a 6f sheath. Reportedly, the physician was not trained and accredited to use the device and steps 1 (opening the foot) and 4 (closing the foot) were potentially not performed when deploying the device. The physician suspected that the foot plate separated and was potentially left behind in the patient. The patient was then transferred for further imaging and a surgical consultation. Further imaging confirmed that there was no evidence of any parts remaining inside the patient and no surgical intervention/ additional intervention was required. It was believed by the nursing staff present that the device may have been deployed in the soft tissue tract and not in the vessel and it was unknown if a foot break had even occurred. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. Reportedly, the physician was not trained by an abbott employee. It should be noted that the electronic prostyle instructions for use (eifu), states: this medical device should only be used by physicians authorized by or under the direction of such physicians who are trained in diagnostic and or interventional catheterization procedures and who have trained by an authorized representative of abbott vascular. Prior to use, the operator must review the instructions for use and be familiar with the deployment techniques associated with the use of this device. Based on the reported information it appears that the status of training may have contributed to the reported event. The reported difficulty appears to be related to the user error. The treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.